Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, there was post-paced t-wave oversensing noted on device. No intervention was performed to resolve the event and the patient was in stable condition. Further information was requested and none was received.

Event description:
New information was received that the device was reprogrammed to resolve the event and the patient was in stable condition.